Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was difficult to power on, and off using the device's keypad. As a result, the device may not be able to power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.